Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. High gradients can occur early or late in the lifetime of a prosthetic valve. When it occurs early after valve replacement, it is typically a result of pressure recovery, patient-prosthesis mismatch, and/or subvalvular or supravalvular obstruction. Measurement error, a high-flow state, prosthesis dysfunction, and pannus overgrowth can cause late high gradients after aortic valve replacement. Prosthesis dysfunction is most likely related to patient/procedural factors, and not to manufacturing non-conformances, which most likely would be identified intraoperatively or early post implant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Added information to b5, b6, b7, h6.

Event description:
It was reported a patient with a 23mm 11500a aortic valve on pod #1 showed critical aortic stenosis. Plan was to continue supportive care with discussion for redo savr vs tavr. Per medical records, the patient presented with severe native mitral and moderate aortic stenosis/regurgitation and severe phtn. She underwent high-risk mvr 29mm mitris and avr 23mm 11500a with aortic root enlargement (manougian procedure/hemashield patch), laa ligation, there was no complications. On pod #1, tee showed critical aortic stenosis, mild mr, native mild-mod tr, on nitric oxide for phtn. On pod #7, echo, severely elevated transaortic gradients consistent with as. Concern for severe ppm vs early valvular dysfunction. Lhc showed aortic mg 38-40mmhg. Plan to continue supportive care and discuss redo savr vs tavr. On pod #13, the patient was discharge to the rehab unit. On pod 25, she was readmitted to the ICU due to respiratory failure and chf. Tte showed severe aortic stenosis, mild mitral regurgitation, and severe native tricuspid regurgitation. Plan for rhc. On pod #30, the patient was transferred to another hospital for higher level of care.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm 11500a aortic valve implanted 14 days, is being evaluated for reintervention due to post surgical valve implant high gradient (mean gradient 60 mmhg, vti 5 m/s, ava 0.4 cm2).

Manufacturer narrative:
Added information to b5, b6, b7, h6.

Event description:
It was reported a patient with a 23mm 11500a aortic valve on pod #1 showed critical aortic stenosis. Plan was to continue supportive care with discussion for redo savr vs tavr. Per medical records, the patient presented with severe native mitral and moderate aortic stenosis/regurgitation and severe phtn. She underwent high-risk mvr 29mm mitris and avr 23mm 11500a with aortic root enlargement (manougian procedure/hemashield patch), laa ligation, there was no complications. On pod #1, tee showed critical aortic stenosis, mild mr, native mild-mod tr, on nitric oxide for phtn. On pod #7, echo, severely elevated transaortic gradients consistent with as. Concern for severe ppm vs early valvular dysfunction. Lhc showed aortic mg 38-40mmhg. Plan to continue supportive care and discuss redo savr vs tavr. On pod #13, the patient was discharge to the rehab unit. On pod 25, she was readmitted to the ICU due to respiratory failure and chf. Tte showed severe aortic stenosis, mild mitral regurgitation, and severe native tricuspid regurgitation. Plan for rhc. On pod #30, the patient was transferred to another hospital for higher level of care.

Manufacturer narrative:
Added information to h6. Bioprosthetic valve stenosis can be attributed to structural valve deterioration and/or nonstructural valve dysfunction (nsvd). Nsvd is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet results in dysfunction of the prosthetic valve; such problems can include entrapment by tissue, or suture, malposition, thrombosis, technical errors, or patient prosthesis mismatch. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Based on the information available, a definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. An edwards defect has not been confirmed.